Event description:
Revision surgery to exchange poly inserts is planned for patient with a total knee implant.

Manufacturer narrative:
Revision surgery to exchange poly inserts is planned for patient with a total knee implant. Review of the device history record indicates that the device was manufactured to specification.